Manufacturer narrative:
Per tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site resulting in 14 units of insulin being delivered. There was no reported adverse impact to customer's blood glucose. Technical support educated the customer to not be connected to the pump during the fill tubing process.